Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3537, product type programmer, patient. Product ID : neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a trial patient. The patient reported that they had the device set up to stimulate the right side and that during the night it quit working, the controller switched over to the left side for some reason. The patient noted that they did not know that wires were put in the left side and confirmed that the controller showed that they were on the left side. The patient stated that the controller showed two sides, the right side was active and stimulating the right side but during the night it went blank and there was no box or anything. The patient noted that there was a box on the left side and it was doing something but it did not feel like it was the same area. The patient clarified that when they got up on the morning of report it was not working and that there was no stimulation value box on the right like there had been in the past. The patient was advised to follow up with a healthcare professional (hcp) to have the device checked. Additional information was received from a patient on (B)(6) 2017. The patient stated that they are not a happy camper because they went through the trial and it stopped working and the wires came out. They called their doctor's office but they had no clue what to do so they asked the patient to call the manufacturer. The patient called the manufacturer 3 times but never heard anything back. The doctor's office tried to put the patient in contact with a manufacture representative (rep) but they never heard anything from the rep either. The patient then hung up the phone. No further complications were reported/are anticipated.

Manufacturer narrative:
Please note that the (B)(4) applies the lead while the (B)(4) applies to the ens. If information is provided in the future, a supplemental report will be issued.